Event description:
Consumer sent in the survey and complained they have no problem with the fit of the guard. It is very comfortable. However, both mouthpieces have separated into two parts. Would like a refund as they fell this would just happen again with another replacement.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.